Manufacturer narrative:
The t: slim pump user guide states to only use single-use, disposable t:slim cartridges. The efficacy of your t:slim pump can not be guaranteed if cartridges are filled more than once. In addition, the user guides cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimates were inaccurate. The customer's blood glucose levels had reached 400 mg/dl at one point. The customer also indicated that prior to the issues, a used cartridge had been overfilled.